Event description:
It is reported that the cement hardened and the stem was still loose and easily taken out. The surgeon tried with different cement was used and the stem was settled and was stable.

Manufacturer narrative:
Evaluation summary: the surgical notes were not provided, therefore surgical technique is unk. Multiple scenarios could have led to the event described including reduction prior to the cement fully hardening, moving the stem while the cement is still hardening, and variations in the operating room environment or cement curing variations. With the info provided, however it is not suspected that the femoral stem did not perform within specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.